Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ldc screen was found to be blank. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. No evaluation of the device was done by the manufacturer. The device was returned to the customer unrepaired as per the customer's request.